Event description:
Event description guidant received information that following the delivery of a shock the implantable cardioverter defibrillator (ICD) began to emit a constant tone and could not be interrogated. The ICD was removed.